Manufacturer narrative:
Concomitant medical products: item name: nexgen cr flex femoral size e left, item number: 00595601501, lot number: 60318421. Item name: zimmer dough-type radiopaque bone cement, item number: 00110201200, lot number: 60236247. Item name: nexgen all poly patella standard, item number: 00597206535, lot number: 60307279. Item name: nexgen cr trabecular metal monoblock tibial, item number: 00588604512, lot number: 56470656. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Review of the device history records for the femoral component and both lots of the bone cement did not identify any deviations or anomalies. These devices are used for treatment. The reported components (femur, tibia, and patella) were reviewed for compatibility with no issues noted. Primary operative notes indicate that the patient underwent bilateral tka on (B)(6) 2005 due to severe osteoarthritis of the knees. It was noted that the femoral component was inserted with cement. The notes state that after the femoral component was cemented into position, the knee was brought to full extension and an axial load was applied until the cement cured. The surgeon noted that the implants produced good stability and full range of motion. The surgeon noted no intraoperative complications during the primary surgery. The revision operative notes indicate that the patient¿s left knee was revised on (B)(6) 2011 due to loosening of the femoral component. The notes state that the femoral component was loose and could be popped off from the femoral attachment fairly easily. There is no mention of bone quality or the condition of the bone cement but did note that there was good cement fixation on x-ray. A definitive root cause cannot be determined with the information provided. The package inserts that were included with the femoral component, as well as with both of the lots of bone cement, all list implant loosening as an adverse effect/reaction. This is a known inherent risk of the procedure. This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2013-01566-2 / 01822565-2013-01566-2).

Manufacturer narrative:
Visual examination of the returned product identified the femoral component exhibited signs of use and bone cement remained on the component backside. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. The updated information does not change the previous investigation conclusions. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent a revision procedure due to loosening.